Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced weak battery, failed battery test, unexpected restart, displayable history crc checkup and external ram crc error. The customer's blood glucose value was unknown. The customer stated that after two days, the battery showed low. The customer stated that a temporary basal was not programmed before the unexpected restart. The product was returned for analysis.

Manufacturer narrative:
The insulin pump monitored for several days. Device received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected insulin pump alarm anomalies noted. No unexpected failed battery and weak battery alarm anomalies noted. Unable to verify motor position encoder error alarm in the alarm history due to history file overwritten with history check failed alarms. History check failed alarms due to a corrupted history file. The insulin pump received with minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.